Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: 2008: 4.3. 3.4. The caller also alleged discrepant results when repeated the test with the inratio meters. On the same day, ul: 4.3, 4.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008, inratio: 4.3, lab: 3.4, mean: 3.85, confident limits: 2.3-5.7. The inratio and lab values are within the confident limit as per internal procedure rev. 2. Product will not be investigated. The patient also repeated the test. The test results and calculation are as follow: 4.3, 28 in the same month: 4.6, average: 4.45, stdev: 0.21, %cv: 4.77. The acceptance criterion for imprecision test is a %cv of 20 or less as per internal procedure rev 2. Here the %cv is 4.77 which is less than 20%, so product will not be investigated. But the product will be returned so the product will be investigated.